Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 22 mg/dl. Customer was admitted to the hospital on (B)(6) 2018. Customer¿s parent is a trained emt and police officer which helped the patient. Customer delivered multiple bolus deliveries via insulin stacking and they went unconscious since their blood glucose levels went severely low. Customer was given a glucagon shot and given glucose gel tablets to treat their low blood glucose levels.